Event description:
On 19th july, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the spring arm's cap was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). Event site adress: (B)(6). Event site telephone: (B)(6). Event site postal code: (B)(6). Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of d4 catalog #, brand name, product code. Deems required. This is based on the internal evaluation. Previous d4 catalog # ardlca309005a. Corrected d4 catalog # blank. Previous d4 brand name lucea 50. Corrected d4 brand name lucea led®. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th july, 2024 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the spring arm's cap was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 19th july, 2024 getinge became aware of an issue with one of surgical lights - lucea led®. It was stated the spring arm's cap was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further information provided by getinge technician employee indicated that the cap has been lost in the hospital due to equipment movement, additionally, it was unused in the hospital's clinical engineering. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of possible contamination by the cap falling off into sterile field or during procedure, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Initially provided information was pointing to missing cap. The issue is considered as safety related as any parts falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was not clear. It was determined that the issue investigated herein is not safety and risk related as there was no indication of possible contamination by the cap falling off into sterile field or during procedure. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 19th july, 2024 getinge became aware of an issue with one of surgical lights - lucea led®. It was stated the spring arm's cap was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further information provided by getinge technician employee indicated that the cap has been lost in the hospital due to equipment movement, additionally, it was unused in the hospital's clinical engineering. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of possible contamination by the cap falling off into sterile field or during procedure, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.